Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: a review of the event history log did not show any relation to any known issue. No excessive alarms, system errors, or programming issues were observed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed to infuse during delivery in the adult oncology department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported condition of the pump failing to infuse was not reproduced. A flow rate accuracy test was performed with no issue noted. A visual inspection found no visual defects and the tubing channel was free and clear of debris. A set was able to be loaded and run successfully with passing results. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.